Event description:
Note: this report pertains to one of three devices used during the same procedure. Manufacturer report # 3005099803-2015-03184 pertains to the first resolution clip device, manufacturer report # 3005099803-2015-03185 pertains to the second resolution clip device, and manufacturer report # 3005099803-2015-03186 pertains to the third resolution clip device. It was reported to boston scientific corporation that three resolution clip devices were used during a procedure on an unknown date. According to the complainant, during the procedure, the clip failed to release from the catheter. However, the nature and cause of how the clip would not release from the catheter is unknown. The same issue occurred with the second and third resolution clip devices. (B)(4). It was reported that there was only one resolution clip was used during the procedure (manufacturer report # 3005099803-2015-03184). The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) clip failed to release from the catheter. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of three devices used during the same procedure. Manufacturer report # 3005099803-2015-03184 pertains to the first resolution clip device, manufacturer report # 3005099803-2015-03185 pertains to the second resolution clip device, and manufacturer report # 3005099803-2015-03186 pertains to the third resolution clip device. It was reported to boston scientific corporation that three resolution clip devices were used during a procedure on an unknown date. According to the complainant, during the procedure, the clip failed to release from the catheter. However, the nature and cause of how the clip would not release from the catheter is unknown. The same issue occurred with the second and third resolution clip devices. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed. No patient complications have been reported as a result of this event.